Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947-65 lead implanted: 2009 (B)(6). (B)(4).

Event description:
It was reported that a remote monitoring transmission was received and the patient was noted to have chest pain. The diagnostics were noted to have invalid data. The patient was noted to be undergoing radiation therapy for lung cancer. The device remains in use. No patient complications have been reported as a result of this event.